Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the rear rotation knob was found broken in a case. The front thumbwheel was used to take the needed samples and the case was completed with no patient consequence.